Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the needle was found to be parked and the suture still wound in the package. The needle does not appear to have been used, but the attachment end was split and the suture was not attached to the needle.

Manufacturer narrative:
Conclusion: the actual needle involved in this event was returned for evaluation. The needle was examined for visual inspection attribute defects and the needle had broken barrel, no suture remnant was found into the barrel of the needle. Additionally there are marks on the needle by use of the needle holder. The suture was not returned for evaluation therefore a complete evaluation could not be conducted. Conclusion: representative samples were returned for evaluation. The device was visually and functionally evaluated. Several devices were noted to have cracked barrels and were out of specification.

Event description:
It was reported that the patient underwent a lower segment caesarian section procedure on (B)(6) 2014 and suture was used. During the procedure, the suture material detached from the needle while suturing uterine tissue. Another like suture was used to complete the procedure. No adverse patient consequences reported.